Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for performing a pump reset and guided the caller through the process, which resolved the issue with no recurrence of the error code. The caller successfully initiated a new sensor session.